Event description:
A guest of the hotel was using an invacare shower chair when the leg allegedly collapsed causing the user to fall to the floor of the shower, sustaining a fractured hip.

Event description:
A guest of the hotal was using an invacare shower chair when the leg allegedly collapsed causing the user to fall to the floor of the shower, sustaining a fractured hip.